Event description:
Based on a review of medical records provided by the pt's attorney: ni - implant of kugel hernia patch. On (B)(6) 2003 - removal of kugel patch, repair of umbilical hernia with composix kugel mesh. On (B)(6) 2005 - laparoscopic lysis of adhesions and repair of hernia defect. Mesh was noted to be in good position except for one site where it had lifted away from the abdominal wall. A loop of small bowel had entered underneath one of the lateral flaps of the mesh. Mesh was reattached. Pt was also noted to have a right inguinal hernia during this procedure. On (B)(6) 2005 - hospital admission for pain in the umbilical region. Pt had fallen, striking the area of the hernia repair, which had become swollen and painful. On (B)(6) 2005 - repair of recurrent ventral hernia, repair of perforated bowel and removal of infected mesh. Operative report notes "the mesh had perforated into a loop of small bowel and there was green staining of the mesh." On (B)(6) 2005 - repair of ventral hernia at port incision from previous hernia repair.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on the medical records provided, a pt with a history of multiple abdominal surgeries underwent repair of a ventral hernia with a composix kugel mesh. It was reported that two yrs after implant, the pt had fallen, striking the area of the hernia repair. While it was noted that the small bowel had been perforated, we are unable to determine what role the fall had in the pt's resulting condition. No specific defect or device failure was described in the operative report. With the info provided, it is unk whether the device or the fixation may have contributed to the reported event. Additionally, no sample was returned; therefore no device eval could be performed. The IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. And unresolved infection, however, may require removal of the prosthesis." Refer to MDR 1213643-2012-00063 for info regarding the kugel patch explanted on (B)(6) 2003.